Event description:
It was reported that shaft break occurred. A 4.0mm x 15mm quantum maverick balloon catheter was selected for use, however, the balloon catheter was fractured and the device could not be effectively dilated. The physician replaced a new device and completed the procedure. No further patient complications were reported.